Manufacturer narrative:
6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a bowel resection case the sleeve of the e-sep pencil cracked and somewhat broken, with pieces falling into the patient. The surgeons located all they could but on putting the sleeve back together saw they could not find all the pieces. They have said there is some pieces still in the patient. An x-ray is to be preformed. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a bowel resection case the sleeve of the e-sep pencil cracked and somewhat broken, with pieces falling into the patient. The surgeons located all they could but on putting the sleeve back together saw they could not find all the pieces. They have said there is some pieces still in the patient. An x-ray is to be preformed. The procedure was completed successfully without a clinically significant delay.